Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shock as inappropriate therapy for t-wave oversensing. Technical services (ts) was consulted and discussed stored data as well as available programming settings. This electrode remains in service. No additional adverse patient effects were reported.